Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high shock impedances on this right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitoring system issued another alert for high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. The patient was brought into the clinic and the out of range impedance measurements were able to be reproduced. The physician is planning on performing defibrillation threshold (dft) testing sometime in the future. It was noted that no adverse patient effects were reported.

Manufacturer narrative:
Event resolution has been requested from the field representative who had no further information pertaining to resolution at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient was brought back into the clinic for induction testing which was able to reproduce the high out of range shock impedance measurements. A revision procedure was performed where all connections were checked and the rv lead was re-tested but continued to yield out of range measurements. Subsequently the lead was surgically abandoned. The device remains in service and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.